Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that it was observed that this right atrial (ra) lead exhibited high threshold output. Technical services (ts) noted this will need to be addressed by cardiology. This ra lead remains in service. No adverse patient effects were reported. Additional information was received that this ra lead was explanted due to an unknown reason and returned to boston scientific. No additional adverse patient effects were reported.